Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: e1: the reporter's complete facility address was not provided. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, the impactor body detached from the nose during firing, causing the trigger to become stuck in the on position. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: the actual device was returned for evaluation. A visual and functional assessment was performed on the device. The described failure by the customer was not confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection due to trigger screw loose. Investigation is based on the assessment performed by the complaint technical investigator. The device failed the following inspection criteria¿s during the functional assessment: impactor operation assessment. The kincise surgical impactor was visually and functionally assessed and determined to operate unintendedly due to the rear housings separated from the mid-plate apart and the trigger loose. The rear housing separating from the mid-plate is due to the trigger screw coming loose consistent with normal wear. The kincise surgical impactor trigger screw had back out, which allows the trigger body to move, resulting in the rear housing separation. This is considered normal wear due to general tool degradation since the impactor met its life expectancy due to its age and high cycle count. No further action required at this time since the condition is consistent with normal wear and no other issues were observed. The most relevant root cause is linked to normal wear. As part of anspach quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) states the following regarding the reported issue that was observed by the user or customer: if the device is unable to complete the surgical procedure due to decreased power or intermittent operation or fails to meet the criteria defined in the inspection and functional testing section, it has reached its end of life and shall not be used. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.